Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the pt's insertion device released unintentionally. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Insertion device was requested to be returned for product eval.